Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 512 mg/dl at the time of the call. Customer treated their blood glucose with the insulin pump. It was also found the customer had difficulty breathing due to their high blood glucose. Troubleshooting did not find any leaks or air bubbles present. It was also found the customer may have a leak at the infusion set site. Customer reported dropping the insulin pump previously. The customer's blood glucose declined to 331 mg/dl at the end of the call. The customer declined to return the insulin pump for analysis.